Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. Olympus confirmed the image was flickering and became black during angulation due to faulty charged coupled device (ccd). Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, it is likely that the image sensor unit was broken, which led to occurrence of the event. Since image disappeared at angulation, olympus presumed that abnormality occurred such as breakage of cable in image sensor unit at bending section, which led to breakage. However, olympus could not specify the cause of the breakage. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the image was not displayed due to damage on charged coupled device (ccd) unit. There was no patient involvement.